Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, when the reload was loaded, the opening and closing check of the jaws did not go well at the beginning. But when the reload was loaded again, there was no problem with the opening and closing of the jaws. It was noted that when the device was set on the tissue and the doctor squeezed the handle in order to fire, the device was so stiff that it could not be squeezed. The procedure was completed with manual suturing and there was no tissue damage. It was reported that the surgical time was extended by less than 30 minutes.